Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a torque limiting handle did not reach (B)(6) in-lbs during surgery. An alternative torque limiting handle was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
UDI number: na. Additional information: (ethnicity), method, results, and conclusions - the returned device was evaluated. There were no failure modes detected. A review of the manufacturing records did not identify any issues which may have contributed to this event.

Event description:
It was reported that a torque limiting handle did not reach 100 in-lbs during surgery. An alternative torque limiting handle was used to complete the procedure without reported patient impacts.